Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding issue, cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number:(B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an unknown issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.